Event description:
Per the customer, during a spinal fusion procedure the device was inaccurate. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
Per the customer, during a spinal fusion procedure the device was inaccurate. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.